Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that metal shards tend to peel off of the threads or the pins that are used to fix the cutting jig to the bone.